Manufacturer narrative:
A ge healthcare service representative performed a checkout of the ventilator but was unable to re-create the reported issue. The ge healthcare service representative also inspected and tested the ventilator and the ventilator was properly calibrated and passed all tests. Ge healthcare product engineering performed an investigation of this event. The device logs were reviewed. The logs showed that the ventilator did alarm with the exhalation flow sensor error alarm three times but turned off within seconds indicating the exhalation flow sensor was disconnected from the exhalation valve, then reconnected right away. When this alarm occurs, the ventilator continues to ventilate the patient, using open loop pressure control ventilation. The reason for the disconnection of the exhalation flow sensor is unknown but may have resulted from the user disconnecting it. The logs also indicate that pre-use checkout was bypassed prior to putting the patient on the ventilator but was performed 8 days prior, then the ventilator was turned off. Based on the logs and input from the customer, there is no evidence of a malfunction or failure of the ventilator. The device logs that were available indicate the ventilator performed as designed, including alarming appropriately. The investigation determined that the ventilator did not cause or contribute to the patient event.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information at time of MDR filing. Unique identifier: (B)(4).

Event description:
The hospital reported that during a procedure, the device gave an alarm that there was no exhalation flow sensor. It was also reported that the patient coded and had to be resuscitated.